Event description:
It was reported that a pt with known allergies to "soft plastic" experienced symptoms of an allergic reaction after placement of restorations using tph3. The pt reportedly experienced swelling of the body after placement of the restorations and subsequent contact with other plastic items such as a car interior and a phone. There is no indication that intervention was required as a result.

Manufacturer narrative:
While it is unk if the tph3 used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.